Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: (B)(6) 2021).

Event description:
It was reported that approximately five years post port placement, the catheter was allegedly found to be bulging near the distal end. It was further reported that the catheter port allegedly had difficulty on removing and adhered to the tissues. It was further reported that the patient allegedly experienced pain. The patient current status is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately five years post port placement, the catheter was allegedly found to be bulging near the distal end. It was further reported that the catheter port allegedly had difficulty on removing and adhered to the tissues. It was further reported that the patient allegedly experienced pain. The patient current status is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one bard MRI ultra slimport implantable port attached to a catheter was returned for evaluation. Gross, microscopic visual, functional testing and tactile evaluation were performed. The investigation is inconclusive for the reported difficulty in removing the catheter as the exact circumstances at the time of the reported event are unknown and clinical conditions cannot be replicated to confirm these failures. During tactile evaluation, device felt abnormally elastic when it was gently pulled and stretched. Therefore, the investigation is confirmed for the reported catheter stretched and protrusion issues. Also, during the sample evaluation bends were noted throughout the catheter were considered to be an incidental findings since it was not related to the original reported event. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 03/2021), g3, h2, h6 (method). H11: h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately five years post port placement, the catheter allegedly bulging near the distal end. It was further reported that the catheter port allegedly had difficulty on removing and adhered to the tissues. It was further reported that the patient allegedly experienced pain. There was no reported patient injury.

Manufacturer narrative:
H10: additional information was received and the file was reassessed for reportability and determined to be reportable as a malfunction. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer. The investigation of the reported event is currently underway. H10: d4 (expiry date: 03/2021). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately five years post port placement, the catheter allegedly bulging near the distal end. It was further reported that the catheter port allegedly had difficulty on removing and adhered to the tissues. It was further reported that the patient allegedly experienced pain. There was no reported patient injury.